Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint to perform failure analysis. The unite was analyzed, but the reported issue was not confirmed using system logs. A visual inspection did not identify any conditions related to the reported event. Subsequent functional testing confirmed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. Additionally, a review of the internal error log showed no errors.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was no monopolar energy from the integrated electrosurgical unit (iesu) or erbe. The customer got a tone on the generator but no energy to the instrument. The customer replaced instrument, instrument cord, and power cycled the erbe; however, the issue persisted. The setting was on effect setting at 6 and the grounding pad was green. The procedure was converted to laparoscopic surgery with no known impact or patient consequence reported.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the product to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained.